Manufacturer narrative:
H3, h6: the reported device was not received for evaluation. However another device from the same part number was returned. A visual evaluation showed the device was not returned in original packaging. The anchor is still on the device with no defects. The sutures are still run through the cannula and tied at the cleat on the handle. No defects found. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis is required for raw material. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the healicoil anchor broke while implantation, the broken pieces were removed using tweezers. The procedure was completed without surgical delay using a s+n back up device in the same original drilled bone hole. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).